Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an insulin needle. The customer stated that her needles are dull, painful and bending easily when she injects herself. She also stated that one needle broke off inside her stomach. She was able to pull it out and did not have to seek medical attention.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.